Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2018, product ID: dtma1qq ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis. The patient needed a tricuspid valve replacement. The physician decided to remove the device and leads. No further patient complications have been reported as a result of this event.